Event description:
Under infusion: IV pump incorrectly administered IV fluids. Once pump vtbi was re-entered, pump prematurely alarmed 45 minutes later saying infusion complete although the same amount of fluid remained in the IV fluid bag.

Event description:
Under infusion: IV pump incorrectly administered IV fluids. Once pump vtbi was re-entered, pump prematurely alarmed 45 minutes later saying infusion complete although the same amount of fluid remained in the IV fluid bag.